Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized for a high blood glucose exceeding 600 mg/dl and diabetic ketoacidosis. The patient reported heart issues, nausea, and weakness. He treated via manual insulin injection. He also attempted insulin pump boluses but his blood glucose did not decrease from using the insulin pump. The insulin pump was inspected. The drive support cap appeared normal. The customer mentioned that there was a constant tone. He confirmed that prior to the tone he received a low battery alert. The customer was able to clear the constant tone by pressing esc and act. A self test was performed and the device passed. The insulin pump was not returned or replaced.